Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced a sudden onset of recurring incontinence in (B)(6) 2021. The patient underwent a flexible cystoscopy and an erosion at the cuff site was diagnosed. The cuff eroded into the urethra. The cause of the incontinence was a lack of supportive tissue around the urethra in perineum. A surgery was performed and the cuff was removed. There were no issues with the explanted device. The patient fully recovered.